Event description:
It was reported by the customer that a pyxis medstation es system connection between moa,hi and ib not be active for more than 60 minutes. The customer stated that there was no delay in accessing medication since they manged to get the medicines from other station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The technical support specialist joined meeting and sent an email to customer resolving the issue. The system functioned as intended.